Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below the no delivery alarms listed on the event date 14-jun-2023 in the pump history file. 06/14/2023 11:24:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/14/2023 12:24:10.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/14/2023 12:40:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 06/14/2023 12:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 14-jun-2023 in the pump history file. 06/07/2023 15:38:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/07/2023 15:54:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/07/2023 19:16:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/07/2023 19:32:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/07/2023 21:43:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/07/2023 21:59:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/08/2023 13:48:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/08/2023 14:55:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/08/2023 15:14:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/08/2023 15:24:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/08/2023 23:38:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/09/2023 05:53:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/09/2023 15:33:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/09/2023 17:13:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/09/2023 17:23:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/10/2023 09:23:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/10/2023 09:33:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/10/2023 16:22:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/10/2023 16:38:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/11/2023 15:20:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/11/2023 15:30:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/11/2023 17:15:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/12/2023 13:01:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/12/2023 13:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/12/2023 20:20:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/12/2023 20:30:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/13/2023 07:01:02.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/13/2023 08:23:55.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/13/2023 08:58:42.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/13/2023 14:07:19.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/13/2023 20:44:16.000 batteryremoved (55). 06/13/2023 20:44:16.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 06/13/2023 20:45:38.000 batteryinserted (44). 06/13/2023 20:45:38.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 06/13/2023 20:45:54.000 batteryremoved (55). 06/13/2023 20:45:54.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 06/13/2023 20:46:58.000 batteryinserted (44). 06/13/2023 20:46:58.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 06/13/2023 20:47:13.000 batteryremoved (55). 06/13/2023 20:47:13.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 06/13/2023 20:47:45.000 batteryinserted (44). 06/13/2023 20:47:45.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 06/13/2023 20:49:01.000 batteryremoved (55). 06/13/2023 20:49:01.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 06/13/2023 20:49:38.000 batteryinserted (44). 06/14/2023 11:24:49.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/14/2023 12:24:10.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/14/2023 12:40:46.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 06/14/2023 12:42:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Earliest power data available per the power management tool/detail trace file is on 6/16/2023 5:48:59 am. There was no power data available for the date of 06/13/2023. Unable to check power data for failed batt/battery failed alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lostsensor1alert (780) not confirmed. Nodelivery (7) not confirmed. Failedbatttest (58) not confirmed during testing. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of over 504 mg/dl at the time of the event and was treated by emergency medical services and overnight hospitalization. Customer reported insulin flow block. Troubleshooting was performed. Customer was using pump within 48 hours prior to event and auto mode feature was active at the time of the event. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. ¿select patient information cannot be provided due to regional privacy regulations."" " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.